Event description:
A size 8.0mm portex trach tube was inserted. The cuff was not holding pressure and was leaking. The trach tube was then changed over a suction catheter and a good seal was obtained. Ventilation continued without difficulty. The pt tolerated the procedure well.